Event description:
A customer reported a malfunction on their pump without any notable events occurring prior to it. Despite the malfunction, there was no adverse impact on the customer's blood glucose level. The customer experienced this issue multiple times and the malfunction code was resettable. Technical support assisted in resetting the pump malfunction, enabling the continuation of insulin delivery, and proceeded to send a replacement pump to the customer. The customer was informed about returning the faulty pump and acknowledged the instructions provided for programming settings and connecting to the new device. Customer will continue to use current pump.